Manufacturer narrative:
The product was not returned for evaluation. The lot device history records were reviewed and confirmed that all global requirements were met. The doctor indicated the event may possibly be due to the product. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer was reported to have worn their lenses to a concert. The next day, the consumer was reported to have experienced irritation and could not open their eyes. The patient reported experiencing burning upon first inserting lenses the prior day. Patient denies sleeping in lenses. The optometrist confirmed the patient could not open his eyes due to irritation. Patient was diagnosed with mild corneal edema and photophobia in both eyes. Patient continued to experience issues throughout the next day and optometrist referred the patient to an ophthalmologist. Medical report received from ophthalmologist indicates patient was diagnosed with contact lens hypoxia, superficial punctate keratitis, photophobia, and episcleritis in both eyes. Patient was treated with pred forte 1% four times a day with slow taper over one month, and artificial tears. Doctor noted patient was off the pred forte at their last visit. Although both doctors indicated the patient has recovered, the patient reported that their eyes are still burning.

Manufacturer narrative:
Additional information received from ophthalmologist indicates that doctor relates patient¿s event to the lenses in question.

Event description:
Additional information received from ophthalmologist indicates that at time of initial visit, patient also presented with eye pain and diffuse injection in both eyes. Patient had worn lenses all day when redness occurred. Eye redness lasted for approximately one month. Ophthalmologist once again reports patient to be recovered.